Manufacturer narrative:
Procept biorobotics is an importer of the apogee 2300 digital color doppler ultrasound imaging system. The system is a purchased device hence manufacture date is not available. The receiving inspection record for the apogee 2300 digital color doppler ultrasound imaging system serial number (B)(6) was reviewed. It passed the receiving inspection. No reworks were performed by procept biorobotics that were related to the reported event. The review indicated that the device met specifications when released for distribution. The review of the operation manual for the apogee 2300 device (IFU) found that it has covered the related safety instruction: 1.6 safety l) when performing the rectal ultrasound exam, be gentle in the movement. Do not perform violent operation, otherwise it may cause risks of perforation of the rectal wall, damage to the anus and perianal tissues, damage to the rectal mucosa or bleeding. The aquabeam robotic system's instructions for use (IFU), ifu0101-00, rev. E, was reviewed. 4.3 warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: rectal incontinence / perforation. In summary, the root cause for the reported event could not be determined. The user manual of the apogee 2300 device lists rectal perforation as a potential risk of the procedure. Based on the review of the information provided, receiving inspection record, post-marketing data and IFU, the event is considered not to be device related. The information received determined that the rectal perforation was not related to the siui apogee 2300 device. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept became aware that the patient sustained a rectal perforation during hemostasis. It was noted that the ecbp-1 trus probe remained in place during hemostasis and the treating surgeon re-positioned the ecbp-1 trus probe approximately three (3) times to give more space for the resectoscope. During loop resection at the posterior mid-fossa, the tip of the ecbp-1 trus probe was observed to be protruding through the rectal wall, indicating a rectal injury. Evaluation from a different physician reported there was a ~1cm opening. The treating surgeon confirmed that the patient received a robotic repair the same day and was discharged the following day. No malfunction of the apogee 2300 digital color doppler ultrasound imaging system and associated component ecbp-1 trus probe were reported during this event.

Manufacturer narrative:
Correction made to h11: additional manufacturer narrative. Corrected reference to the serial number from (B)(6) to (B)(6). "Procept biorobotics is an importer of the apogee 2300 digital color doppler ultrasound imaging system. The system is a purchased device hence manufacture date is not available. The receiving inspection record for the apogee 2300 digital color doppler ultrasound imaging system serial number (B)(6) was reviewed. It passed the receiving inspection. No reworks were performed by procept biorobotics that were related to the reported event. The review indicated that the device met specifications when released for distribution." Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.